Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 250 mg/dl and current blood glucose was 275 mg/dl. Customer report other blood glucose value was 93 mg/dl. Customer reported that they received motor error. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer reported that they experienced high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Customer reported that they run displacement test and displacement test passed. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for the analysis.